Manufacturer narrative:
Patient weight was requested, not provided. Manufacturer's investigation conclusion: the reported events of a no external power alarm and a backup battery fault alarm were both confirmed via the provided log file. The log file contained data spanning 19 days ((B)(6) 2018 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm occurred on (B)(6) 2018 at 17:33 while the patient was using batteries. Both power cables were flagged as being disconnected, indicating a true disconnection from the power source. The emergency backup battery appropriately ran the system during this time, and support to the pump was not interrupted. The alarm cleared when the patient reconnected one of the power cables. A backup battery fault alarm occurred at 17:34 on the same day. The backup battery fault was not correlated with any fault flags, did not prevent the system from operating at appropriate voltages and pump speeds, and appeared to have been self-resolved. The second log file was not provided, however technical services have stated that the second log file contained identical information to the first log file. Additional information provided on 19dec2018 communicated that the backup battery may have been leaking. However, no pictures were provided and the backup battery (serial number unknown) was not returned for analysis. Battery leakage was unable to be confirmed. The root cause of the no external power alarms appeared to be the patient disconnecting both power cables from the battery clips. The root cause of the backup battery fault alarm was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the customer contacted technical services by phone directly. There were two files sent that were duplicates containing the same information so the manufacturers technical services representative provided a summary for the log file. Review of the log file showed a no external power event noted on (B)(6) 2018 at 1733 followed by a backup battery fault event at 1734. The no external power was caused by the disconnection of both power leads at the same time. It was advised to check the contacts and the backup battery connector. Other than these events, there was no other unusual data in the log file and the device was operating within set parameters. Additional information received on 20dec2018 stated that the system controller was exchanged and caused the no external power event.